Event description:
A malfunction, identified by malfunction code "malf 12," was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level reported. The customer experienced this malfunction repeatedly and was advised by technical support to put the existing pump into storage mode and return it to tandem. A replacement pump was sent to the customer, and arrangements were made to ensure insulin delivery was not interrupted during the pump transition. Customer will continue to use current pump.